Event description:
The customer reported erroneously low platelet results, for two patients, involving the coulter lh 780 hematology analyzer. This report refers to patient 2. The customer stated there were no instrument messages for platelet clumps whereas a manual analysis showed the presence of platelet clumps. It is unknown if the result was released out of the laboratory. An amended report was issued to the physician. There has been no report of patient consequence or change in patient treatment associated with this event. The patient sample was analyzed in primary (automatic) mode in ethylenediaminetetraacetic acid (edta) 3 ml tubes. Controls, performed prior to the event, recovered within the acceptable range. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) reviewed the data base and controls, and verified the dispensers, bath draining and mixing; all results were acceptable. The fse verified aspiration, checked the sweep flow lines for bubbles, checked complete blood count (cbc) lyse delivery, and removed and cleaned the blood sampling valve; all results were acceptable. The fse discovered the vacuum trap had build-up and flushed the vacuum pathway trap several times to clear the build-up. The fse verified the hemoglobin vent line and adjusted the lamp voltage. The fse replaced the diff sample line from the shear valve to the mix chamber. The fse cleaned the flowcell and performed latron in service mode. Latron showed a slight issue with scatter pulse histogram (double peak); the fse adjusted the light scatter sensor. Latron results passed within specifications. The fse replaced the stable lyse line to the mix chamber, performed system startup, including controls and latron several times; results passed within specifications. The fse performed multiple patient sample analyses between the two coulter lh 780 systems. One sample revealed large platelets and clumps on the alternate lh 780 system. The sample was analyzed on the alternate system and the results correlated well. The fse removed and cleaned both diff preserve and diff lyse sensors and re-installed and placed a new box of reagent and primed the system; no errors were observed. The fse analyzed the samples on the instrument, and the results matched the alternate instruments results. The fse performed latex calibration in service mode and made minor voltage adjustments; all results were within specifications. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. This medwatch report is related to MDR 1061932-2012-02548.